Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and functional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ ecuador. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during regular inspection of warehouse equipment, it was identified that the oscillating saw attachment was working normally until the first test cut, but by the time the second cut is made, the attachment stopped working. The trigger was engaged, it was turning but had no power, and it sounded as if there's something loose inside the motor that's preventing any quick-release coupling or saw attachment from turning. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.